Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a missing fill port cap was confirmed. The root cause was determined to be operator error during the manual fill port cap assembly process. Batch review determined that no nonconformance reports were opened during manufacturing of this device. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per the reporter, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that an infusor lv5 device was missing a cap before use. There was no patient injury or medical intervention reported. No additional information is available at this time.